Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after placing a bravo capsule in the esophagus of a patient, the capsule would not pair with the recorder. A repeat procedure was required due to the alleged device malfunction. There was no harm to the patient. No other known adverse events were reported.